Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states motor stops working intermittently. He says it will stop, they shut it off and turn back on and it may or may not work after that. It is also throwing fault codes. MDR filed.